Event description:
Caller alleged discrepant inratio precision results. Nurse compared office inratio meter to a patients inratio meter using two different strip lot numbers. Results as follows: nurse's inratio=7.0 (lot #(B)(4)). Patient self tester's inratio=4.3 (lot #(B)(4)). Time between testing: minutes. Last dose of coumadin: yesterday. Different fingers were used for each test. Caller reports milking the finger.

Manufacturer narrative:
Customer was milking the finger. Milking the finger may cause contamination with interstitial fluids and may lead to inaccurate inr result or testing error. Inratio precision data provided by end-user lot: date: (B)(6) 2012, 1st inr: 4.3, 2nd inr: 7.0, mean: 5.65, sd: 1.91, %cv: 33.79. Since %cv is more than 20%, the precision test failed the criteria for precision. Additional investigation is required. Recent test conducted on lot #269015 on (B)(6) 2012, met accuracy and precision criteria. Test results are as follows: donor (B)(6) = 4.5, 5.2, 5.4 inr; donor (B)(6) = 3.7, 3.3, 3.2 inr. At least two out three replicates are within the allowable bias ((B)(4)) of reference results for donor (B)(6) (4.38 inr) and donor (B)(6) (2.64 inr), respectively. In-house test results have (B)(4), respectively for each donor and are less than (B)(4) cv. No further investigation will be pursued at this time. Analysis of the client's data from repeat inratio tests revealed that test results did not meet precision criteria. Customer's improper operational technique may have contributed to unexpected result. No product was expected to be returned. With retain strips, in-house therapeutic sample testing met accuracy and precision criteria. As of (B)(6) 2012, 24 discrepant result complaints were reported for lot #(B)(4), yielding a complaint rate of (B)(4). This failure mode will continue to be monitored. Corrective action not required at this time.